Event description:
Patient had an endovascular aortic stent placed for aaa on (B)(6) 2021 where a perclose proglide was used. Patient began having trouble with right lower extremity for several months with arterial insufficiency and was taken back to operating room for a femoral endarterectomy on (B)(6) 2022. During the procedure they encountered dense scar tissue on the anterolateral surface of the superficial femoral artery and were able to visualize a foreign object in the proximal common femoral artery. When artery opened up using an 11 blade and potts scissors, it became obvious that this was a remnant piece of plastic from a perclose device, which was lysed in the lumen of the proximal common femoral artery. It appeared to be a piece of the footplate from a proglide closure device. FDA safety report ID # (B)(4).